Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy. A pre-deployment angiogram was performed. Hemostasis was not achieved and manual pressure was held. Pedal pulses diminished and the patient was taken to surgery where a right femoral thromboembolectomy was performed. The angio-seal was removed. The patient's external iliac artery had been placed. The patient is reported to be stable. The patient was given 75mg of plavix and 81mg of aspirin during the catheterization. No additional information was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.